Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted (B)(6) 2013; 407652 lead, implanted (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) defibrillation lead was fractured around either the distal portion of the lead or around the suture sleeve. The lead was capped and a new defibrillation lead was implanted. Only the two defibrillation coils of the lead were in service prior to being capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that there were no product performance issues with the rv lead. The lead had been abandoned due to the patient's non-responder status.